Manufacturer narrative:
While the exact patient age is unknown, the patient is reportedly (B)(6). Although the lot number was not provided, it was reported that the device was not used past its expiry date. The directions for use for the device include the following precaution statement: 'avoid excessive tension on the mesh during handling and positioning to prevent damage to the device.' A review of all available information indicates that the most probable root cause of the event is operational context.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, as the physician was throwing the second mesh leg assembly through a sacrospinous ligament, the needle detached. The needle was captured inside the capio cage and did not fall inside the patient. The physician then reportedly threw a "capio suture" through the sacrospinous ligament, tied this suture to the portion of the mesh leg assembly where the needle had detached, and pulled the mesh leg assembly through the ligament. The physician completed the procedure with this amended device with no complications to the patient, who is reportedly "ok."